Manufacturer narrative:
This report is submitted on february 24, 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains insitu. The patient will continue to be clinically monitored by their healthcare provider.